Event description:
A customer reported "issues" with the viscous fluid control (vfc) during a procedure. There was a delay in surgery but the length of the delay is unknown. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).